Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Omsc also confirmed that eleven years has passed since the device was manufactured and there is no service record of it at olympus. The exact cause of the reported event could not be conclusively determined. It is likely that the blinking the indicator caused by malfunctions of the internal parts. Also, the malfunction of the aperture blades was possibly occurred due to the aged deterioration of the device.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the indicator of the subject device was blinking when the user turned it on. The device was returned to an olympus service department in (B)(4). The evaluation of the device by the service department found that the reported event was reproduced and aperture blades were not working properly. Defects of some internal parts was also found. There was no patient injury reported.